Event description:
It was reported that a decrease in r-wave amplitude was noted following vf arrest. No further information available at this time. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.